Manufacturer narrative:
This report is submitted on march 05, 2024.

Event description:
Per the clinic, the patient developed infection at the implant site. Subsequently, the patient was treated with oral and IV antibiotics (date and duration not reported). The patient was also hospitalized; however, the issue could not be resolved. The device was explanted under general anesthesia on (B)(6) 2024. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report attached. This report is submitted on april 05, 2024.